Event description:
It was reported that the epg (external pulse generator) shut itself off while connected to a patient. The epg was replaced. The biomedical engineer then tested the epg but could not confirm it shutting itself off, so it was placed back into service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).